Event description:
It was reported that the patient faced high Blood Glucose and was treated with a manual correction using the pump, event on (b)(6) 2026.

Manufacturer narrative:
E1: Name- Medtronic Minimed,Street-18000 Devonshire Street,City- Northridge, State- CA, Zip Code- 91325. Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.